Event description:
It was reported that the right ventricular (rv) pacing lead was capped and replaced due to a non-specific malfunction. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 6949 lead, implanted (B)(6) 2005. (B)(4).